Event description:
It was reported that the patient had a micl12.1 implantable collamer lens implanted on (B) (6) 2009. On the 6 month (B) (4) study form, the patient indicated he was taking eye drops for more than 3 months for high pressure or glaucoma inside the eye. This lens remains implanted in the od. See MFR report# 2023826-2010-00588 for the other eye. Additional information was requested from the surgeon but not yet received. If any additional information is obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation results - a work order search was performed and there were no similar complaints found. (B) (4).

Manufacturer narrative:
Results: per medical review - raised intraocular pressure (iop) requiring intervention is a labeled adverse event in the implantation of the visian icl. Surgeons are warned not to perform this procedure in patients with an acd < 3.0mm and gonioscopic angles less than grade ii. This complication is generally due to inadequate peripheral iridotomies, excessive lens vaulting, or pigment dispersion due to constant rubbing of the icl with the posterior surface of the iris. There is an increased risk of this event if the icl was implanted in patients with a gonioscopic angle that is < grade ii and in patients with an acd <3.0mm. This lens is also contraindicated in patients with a history of glaucoma. Conclusions: (no conclusion can be drawn); based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the patient has both high pressure and glaucoma and the condition is ongoing. The facility reported the high pressure and glaucoma has no impact on the patient's vision. The patient continues to have stable vision but has halo and glare at night. Also is dizzy and lightheaded from possibly the drops the patient is taking. At the last visit on (B)(6) 2010, the patient's post-op va was 20/15.